Manufacturer narrative:
Device had blank white lcd due to moisture damage on the electronic assembly. The motor had moisture damage. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank white display. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had stopped working, blank display and a crack. Customer states that she went swimming. The customer¿s blood glucose was 198 mg/dl at the time of the incident. Customer declined troubleshooting for moisture exposure and blank display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be replaced and will be returned for analysis.